Event description:
The event is reported as: the customer alleges the et tube broke prior to use on a pt. There was no reported involvement with the pt.

Manufacturer narrative:
(B)(4). The device sample was not returned by eval at the time of this report.